Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having problems with the new insulin pump. Customer stated that the meter would not transfer her blood glucose reading to pump. Customer's blood glucose was 47 mg/dl. Customer treated with food and felt a little shaky. Customer is eating a mint and drinking a soda. Customer had only eaten 1/3 of a banana. Customer's blood glucose was low because she had not eaten lunch yet. Customer rechecked her blood glucose and it was 91 mg/dl.